Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced ongoing low blood glucose (bg) levels of 50 mg/dl. Reportedly, the customer alleged the pump settings needed adjustment. Additionally, it was reported that multiple intermittent unspecified alarms stopped insulin delivery. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.